Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in the left circumflex marginal artery. A 2.50 x 28 synergy ii drug eluting stent was selected for use to treat the lesion. However, when the 2.50 x 28 synergy ii stent was advanced through a newly deployed synergy ii stent in the left circumflex (lcx) artery, the 2.50 x 28 synergy ii stent became stuck and the distal segment of the stent was dislodged off the stent delivery system (sds). The proximal segment of the stent remains on sds. The 2.50 x 28 synergy ii stent was then removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.